Manufacturer narrative:
A patient had a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was presented at the hospital following a lead revision surgery. The patient's fever broke within 48 h and was discharged on (B)(6) 2020. All symptoms have resolved.